Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the unicel dxc 600 pro analyzer, and identified the failure mode as multiple hardware. The fse replaced the cell assembly, carbon bridge and sodium electrode to resolve the issue. Patient information not provided by customer. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneously low ion selective electrode (ise) patient results on their unicel dxc 600 pro analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.